Event description:
Planned ferric gluconate infusion, programmed in baxter sigma pump for 4 hour duration. Bag infused in less than 1 hour. FDA safety report ID# (B)(4).

Event description:
Planned ferric gluconate infusion, programmed in baxter sigma pump for 4 hour duration. Bag infused in less than 1 hour. FDA safety report ID# (B)(4).